Event description:
It was reported that the patient experienced hyperglycemia with glucose readings up to approximately 400 mg/dl following an alert for consecutive stalled motor on the ilet, after which the supplies were changed and glucose subsequently trended down into range. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without the need for medical intervention or hospitalization. Investigation included troubleshooting with supply replacement and follow-up monitoring of glucose trends. Investigation of this case revealed that glucose levels decreased after replacing all infusion-related supplies, and there was no persistent device alarm following the consecutive stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.